Event description:
A complaint was received regarding the freestyle libre 2 app "crashing" using an adc device . As a result of not being able to scan the adc device, on (B)(6) 2022, the customer experienced shaking and had a seizure and lost consciousness, then brought to the hospital by non-hcp. The customer received an IV for treatment for the diagnosis of hyperglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding the freestyle libre 2 app "crashing" using an adc device . As a result of not being able to scan the adc device, on 12 jul 2022, the customer experienced shaking and had a seizure and lost consciousness, then brought to the hospital by non-hcp. The customer received an IV for treatment for the diagnosis of hyperglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report and the software version was not provided by the customer at this time. The user reported that the application is "crashing". No issues were identified with the librelink app itself. Therefore, the complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.